Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodgment and migration include calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, balloon aortic valvuloplasty (bav) and/or a number of others, however, without angiographic images of the initial implant, the conclusive cause of the reported dislodgement and migration cannot be determined. Hypotension is a known potential adverse effect per instructions for use (IFU). A conclusive cause of the hypotension could not be determined from the limited information available. Following the valve implant, moderate to severe paravalvular leak (pvl) was observed on echocardiogram. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. However, in this event it was reported that the valve was moving and ¿wiping¿ which referring to the pvl was due to calcification in the annulus. This indicates that the probable cause of the migration and pvl could be due to patient anatomy. A second valve was implanted. No other adverse effects were reported. This event does not indicate device misuse or malfunction. Updated data: h6 - method code, results code, conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 - additional information was received that prior to the valve implant, following the pre-implant balloon aortic valvuloplasty (bav), a mean gradient of 20 was reported. The trivial paravalvular leak (pvl) occurred due to the position of the wire and the pvl remained following removal of the wire. Following the valve implant, the moderate to severe aortic regurgitation and "wiping" observed on echocardiogram was referring to paravalvular leak (pvl) due to calcification in the annulus. Following the implant of the second valve, the aortic regurgitation was reported to be moderate paravalvular leak (pvl). No additional adverse patient effects were reported.  Corrected data: e1 - facility name, e2 - hcp e3 - occupation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received reporting that the mean gradient prior to the valve implant was 24 mmhg. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was reported that this patient had calcification from the aortic annulus to the left ventricular outflow tract (lvot). A pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon due to the calcification. It was confirmed that following the bav, there was no rupture due to the balloon and the native valve had been firmly frayed. The delivery catheter system (dcs) was advanced without issue and was inserted deep. The valve was then deployed to 80% and fully released. Following full release, the depth on the non-coronary cusp (ncc) went up 1 to 2 mm due to valve dislodgement after the paddle of the dcs was removed. Trivial paravalvular leak (pvl) was reported on echocardiogram. The cause of the pvl was reported to be a "wire" coming from the ncc side. The patient was closed, however diastolic pressure did not increase. The implanting physician suspected the cause of the drop in pressure was due to the moderate to severe aortic regurgitation (ar) seen on echocardiogram and the fact that the valve was moving. The physician confirmed with a right anterior oblique (rao) view that the depth at the ncc had now moved to 2 to 3 mm. When the valve was viewed on echocardiogram, the right coronary cusp (rcc), left coronary cusp (lcc) and ncc were "wiping", and the physician noticed pvl around the existing calcification. A second transcatheter valve was implanted. Following the implant of the second valve, the ar had no improved. A post implant bav was performed using a 20 mm balloon. The ar had reduced to moderate and the gradient was reported to be 10 mmhg. The procedure was completed. No additional adverse patient effects were reported.